Manufacturer narrative:
On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral insufficiency. However, it was learned that the event was not device related. The device has been disassociated from the event by the health-care provider; therefore, it has been determined that this event is no longer reportable to the FDA.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that during a laparoscopic bariatric procedure, they were closing the wound site and it was noticed that the staples were malformed on the right side. Another device was used to complete the case with no patient consequence. One device and sample of the staples to be returned.